Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Unknown date in 2012, explanted on an unknown date in 2012, unknown date in 2012. Concomitant medical products: all poly patella component / pn 00597206535 / ln 61425092, fluted stem/ pn 00591605001 / ln 61080014, lps-flex option femoral / pn 00596401651 / ln 61319942. This report is number 1 of 6 mdrs filed for the same patient (reference 822565-2017-00856 / 1822565-2017-01089 / 1822565-2017-00913 / 1822565-2017-01068 / 2648920-2017-00082 / 0001822565-2017-01099).

Event description:
Patient underwent a second left knee revision due to pain and difficulty walking approximately two years post implantation. It is believed the articular surface was removed and replaced, however, this cannot be confirmed with the information provided.